Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: china it was reported that the quantity is different than the quantity on the label.

Manufacturer narrative:
Samples received: 1 open unit, no aluminum pouch only support card and 2nd pack. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical warehouse. We have received an open and unused sample with three sutures wound on the support cardboard as can be seen in the enclosed picture. This product is described to have 4 sutures inside the aluminum pouch. Production personnel placed 3 sutures in the pouch instead of the 4 that should have been inside. Taking into account that no other complaints have been received concerning this issue for this code batch, we consider that this is an isolated unit, but the rest of units of the affected batch are correct. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is justified. According to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.